Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and a hemostatic valve separation issue occurred. It was reported that the pentaray catheter was unable to advance through the vizigo sheath during the procedure. The pentaray kept get stuck at the hemostatic valve of the vizigo sheath. The hemostatic valve was slanted and there was continued resistance when advancing the dilater and ablation catheter. The procedure was continued by replacing the sheath. The hemostatic valve was off its axis; however, it was unclear if it was totally separated. The valve did dislodge inside or outside of the hub. The brim cap did not become detached from the sheath. No blood return was noted. No air entered the patient¿s body. There were no patient consequences.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 22-jan-2024. The device evaluation was completed on 29-jan-2024. It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and a hemostatic valve separation issue occurred. It was reported that the pentaray catheter was unable to advance through the vizigo sheath during the procedure. The pentaray kept get stuck at the hemostatic valve of the vizigo sheath. The hemostatic valve was slanted and there was continued resistance when advancing the dilater and ablation catheter. The procedure was continued by replacing the sheath. The hemostatic valve was off its axis; however, it was unclear if it was totally separated. The valve did dislodge inside or outside of the hub. The brim cap did not become detached from the sheath. No blood return was noted. No air entered the patient¿s body. There were no patient consequences. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. The brim cap, hemostatic valve, and silicone ring were placed in its original place. Then, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history review was performed for the finished device 00002406 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issues reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).